Event description:
It was reported that following a sinus procedure involving stammberger sinu-foam, it was discovered that the stammberger sinu-foam had not dissolved and patient had developed polyps when the patient returned for a post-operative follow up visit. No further information was provided regarding any treatment administered, however no additional patient complications have been reported at this time.